Event description:
It was reported that during or prior to the start of a da Vinci-assisted radical prostatectomy procedure, the system experienced loss of the left-eye video on the Surgeon Side Console (SSC). An Intuitive Surgical, Inc. (ISI) Technical Support Engineer (TSE) reviewed the live logs and found no system errors. As part of troubleshooting, the scope was changed, but the issue persisted. The site verified the image on the Vision Side Cart (VSC) touchscreen, and both left and right images appeared normal. A hard power cycle was performed; however, the issue continued. The procedure was aborted post-anesthesia after ports/incisions had been placed. The procedure was rescheduled for a later date.

Manufacturer narrative:
An Intuitive Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. FSE evaluated the system and the issue was isolated to the Surgeon Side Console (SSC) Left High Resolution Stereo Viewer (HRSV) Monitor. The left HRSV Monitor was replaced to resolve the issue, and the Right HRSV Monitor was also replaced as a matched pair (P/N 952151-01) to ensure both monitors were the same type. The system was tested and verified as ready for use. The monitors have not been received for failure analysis evaluation.System log review showed an error indicating that the left monitor failed to reach the desired brightness. This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.